Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer had a blood glucose level within the range of 220 mg/dl to 260 mg/dl. They treated with a bolus from the insulin pump. However, the customer woke up at 3 am with a blood glucose about 400 mg/dl. Customer declined to troubleshoot for their blood glucose levels. The device had a crack on it. The device was exposed to water from pool. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error alarm.

Manufacturer narrative:
The insulin pump was received with a cracked case near the corner of the belt clip rails on the battery compartment and a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to verify broken force sensor was detected during seating or regular delivery or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.